Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 217 mg/dl at the time of incident. The customer stated that they changed the set, insulin and battery and the pump still showed no delivery. Troubleshooting was performed and the pump was successful. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. No excessive no delivery alarms noted. The insulin pump delivered properly all bolus programmed during our testing. The insulin pump had cracked case at the display window corners, cracked display window, minor scratched display window and minor scratched case.